Manufacturer narrative:
(B)(4). This complaint for use error was confirmed. Based on the information gathered during baxter?s investigation, the root cause was intentional mis-use. The label review found the labeling adequate for the use error in this complaint.

Event description:
The patient contacted baxter's technical service center regarding a check drain line alarm, which occurred on the homechoice (hc) during use during drain. The patient had a question regarding the alarm; however, they were not using the hc at the time of the call. The baxter technical service representative (tsr) asked the patient if they replaced the drain line extension to clear the alarm. The patient stated yes, they replaced the drain line extension and continued therapy. The patient went on to say they had been reusing the drain line extension. The tsr explained that the drain line extension should be used only one time. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2011 regarding the report of the patient reusing the drain line extension. The rn stated she was aware the patient had been reusing the extensions and the patient has since been instructed to use a new extension for each therapy. The rn stated the patient was continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.